Event description:
Puncture the hypoechoic mass of the head and neck of the pancreas. The puncture needle can not puncture the target area for multiple times. Change a needle to puncture normally. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Updated on 12oct2024 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: _____________________ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r 2l 4r ao ar 11ri 11s 7. Please describe the size of the intended target site. 41.08*34.66mm 41.08*34.66mm 8. If not with the device in question, how was the procedure performed and/or finished? With another needle 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus gif-uct260 gif-uct260 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement cannot be put into target area 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Needle cannot be put into target area. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 0 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not ebus.

Manufacturer narrative:
PMA/ 510 k#: k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-2024.

Manufacturer narrative:
PMA/510(k) #: k210476 device evaluation 1 unit of lot c2179009 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 sep 2024. Visual inspection: distal end of needle examined, and no issue observed, stylet examined, and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract with difficulty, stylet removed from device without issue, stylet re-inserted into device without issue, needle removed from the device and slight kink observed below sheath extender. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2179009 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order (B)(4). This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties of advancing the needle. Another possible root cause could be attributed to the difficult target site as per additional information. This could have led to the device kinking below the sheath extender causing the difficulty when advancing the needle out of the sheath.¿ based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c2179009. Instructions for use and/label the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties experienced by the customer when trying to advance the needle into target area. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: 1 unit of lot c2179009 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties experienced by the customer when trying to advance the needle into target area.